Event description:
The patient reported that they have two implants as of (B)(6) 2013, and that one of the batteries is about half depleted, almost depleted. It was stated that it has been less than three years and the patient doesn't understand how they have depleted so quickly. The patient confirmed that the healthcare provider (hcp) did reprogram the patient and increase stimulation to the max, but believes the batteries should have lasted longer than 2 years. The patient is going to follow up with an hcp and discuss longevity. Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.